Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use with cadd medication cassette, leakage was noted from the cassette main unit connection. There was no reported patient harm and adverse event.